Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a red sore skin irritation on their back and imprints on the skin. There was no alleged device malfunction contributing to the irritation. The patient's physician advised periodic removal of lifevest due to the skin irritation. The patient's wound care nurse recommended desitin cream. Follow up indicated that the cream helped the skin irritation to improve.